Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E.1. Initial reporter facility: (B)(6) hospital upon investigation of the actual device used in this incident, it was determined that orders were not syncing. A technical support specialist (tss) dialed into the station and the device was not in disconnected mode, then dialed into the application and carefusion coordination engine. Then the tss contacted the customer to get the hospital information technology team to get on application server, stop the services and restart. The issue was resolved after the restart of the application server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations orders were not synced. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.